Manufacturer narrative:
(B)(4). A technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb) and flash software.

Event description:
It was reported that a ventilator went into an inoperative condition and the device stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). Customer did not complete the repair and requested on-site service. The evaluation and repair of the device has been completed by the service engineer (se). The malfunction was verified and se replaced the breath delivery unit (bdu) printed circuit board (pcb) and the analog interface (ai) pcb. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.